Event description:
It was reported "after the catheter was inserted through the sheath tube, it was unable to be properly positioned. The pushing process was hindered. After withdrawing the catheter, it was found that the balloon tip was bent. A new balloon was replaced and reinserted". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior sur-faces of the returned sample. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lu-men using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/ clotted central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inf lation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood and debris were noted. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed be-fore inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed. A device history record (DHR) review was conducted for the lot number with no rele-vant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "balloon tip was bent" is not confirmed. During the investigation, no dam-age or abnormalities were noted to the returned sample. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Event description:
It was reported "after the catheter was inserted through the sheath tube, it was unable to be properly positioned. The pushing process was hindered. After withdrawing the catheter, it was found that the balloon tip was bent. A new balloon was replaced and reinserted". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).